Event description:
It was reported to philips that the wireless footswitch failed to pair. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the cardiac arrhythmia procedure was completed as planned by using wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was in red and battery indicator was in green. The philips field service engineer (fse) went onsite and tried to re-connect the wi-fi pedal without lasting effect. The wireless footswitch was replaced and returned to philips for further analysis. The analysis confirmed the malfunction and identified bracket was loose, footswitch does not connect to base station. After replacement, the system was returned to use in good working order. This event is not associated with any ongoing field safety corrective action. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using wired footswitch. There was not impact on the procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.